Event description:
The customer reported when the monitor cart had no power to it. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the defective fuse. No patient injury was reported.